Manufacturer narrative:
The manufacturing site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed. Therefore, the reported condition is not confirmed. The probable root cause of the reported condition cannot be defined without product sample. A device history record could not be performed because no lot number was provided with this reported condition. No lot can be released unless all quality specifications are met according to manufacturing site process and procedures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when filling the syringes with medications, fluid is getting trapped between the black bungee. This was discovered before use/during set up.